Event description:
Rptr was not told device was not FDA approved. It stayed in her back 8 years and she never healed. Her back stayed inflamed. It hurt so much she was unable to do the things she did before the surgery. Rptr tried to hold down a job. But her back got progressively worse. She ended up having the device removed.